Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration, corrosion or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that the permanent cautery spatula had an unknown malfunction. It was not used on the patient. No known impact or patient consequence was reported.